Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID 261223) did not disengage, it was hot and the metallic part got stuck in the bone. The procedure was completed with a replacement product available. No patient injury, no surgical delay. Test was done before use and it was working as expected. The motor used is motor hose aesculap b braun and the speed was 60000 turn / minutes.

Event description:
N/a

Manufacturer narrative:
The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. The perforator unit returned was noted to have a deformed sleeve, likely due to heat, and was separated where the outer drill and white flange meet. The unit was returned without the spring. IFU testing was performed with no observed anomalies once re-sleeved because it could not be tested in the as-received condition. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release: the unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended. The complaint could not be verified through failure analysis. Root cause - the complaint was unable to be confirmed in the complaint evaluation. A review of the device history record and trending were performed as part of the evaluation. Likely root cause includes user misuse.